Manufacturer narrative:
The insulin pump alarmed motor error and failed the displacement test due to the motor encoder signal being out of phase.

Event description:
It was reported that the insulin pump alarmed motor error. The reported blood glucose reading was 264 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. Nothing further was reported.